Event description:
It was reported that a patient developed an infection while using an allevyn gentle border.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No clinical relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However per complaint details, the reported redness appeared one week after the using the allevyn dressing from the carton marked "new". Per the supplier report, "there was no raw material, methods of manufacture, or manufacturing equipment changed since the qualification exercises that could have caused or contributed to the issue experienced by the customer, or alleged adverse reactions." It has been further communicated that "the allevyn gb dressing is continuing to be used without any problem, and the patient is ok and the reported issue has been strongly reduced." No further clinical assessment can be rendered at this time. No sample was available for assessment. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The investigation did not find product defect or manufacturing process issue. The complaint sample was not available at this time. Once the sample received, an assessment will take place to make further investigation. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.